Event description:
Journal reference: washington bb, hines bj. Implant infection after two-stage sacral nerve stimulator placement. Int urogynecol j. 2007;18:1477-80. This article reports on a retrospective chart review investigating rates of infection in 37 female pts after 2 stage sacral nerve stimulator placement for management of refractory urge urinary incontinence, urinary frequency, non obstructive urinary retention. The neurostimulator was described as the interstim sacral nerve stimulation system (medtronic). Operative procedures for each stage, including prophylactic use of antibiotics, are presented in the article. After the second stage, some pts developed symptoms that eventually led to device and lead removal. Symptoms included tenderness (80%), erythema (80%), discharge (60%), burning (20%), swelling (20%). No pts were febrile or manifested signs of systemic bacteremia. Cultures of drainage from infected stimulator wounds were positive for staphylococcus epidermidis and corynebacterium for 2 pts. Conservative treatment, including oral antibiotics and wound care, was not successful in eliminating the infections. Infections resolved for pts after the system was removed. Two pts subsequently underwent re-implantation without complication. Add'l info: in general, pts returned for device removal an average of 147.4 days after implantation. Infection was noted a median of 76 days (min, 33 days; max, 461 days) after implantation.

Manufacturer narrative:
This report is being submitted following an internal audit.